Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) display was not functioning. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis did not confirm stated reason for return of "screen break down" but did note that the lower case was broken, all bails and bail covers were missing. The device passed its incoming testing. If information is provided in the future, a supplemental report will be issued.